Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with rod stopper separated. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the rubber stopper separated from the rod. The returned syringe was tested and the stopper did not separate from the plunger rod. However, the stopper was observed to be deformed. CAPA 122939 has been opened to address this issue. A review of the device history record was completed for batch # 6214790 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200656604, 200656822] noted that did not pertain to the complaint. There were two (2) notifications [200656603, 200656602] noted for dry barrels. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with rod stopper separated. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with rod stopper separated. There was no report of injury or further medical intervention.